Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported by the patient that the pod's cannula did not deploy indicating a needle mechanism failure. The cannula was not visible when removed.

Manufacturer narrative:
The pod arrived not deployed with the slide insert not visible through the top housing window and the soft cannula not visible through the bottom housing window. No timeouts or drive stalls were observed. The pod generated an 0x10 alarm during priming, indicating reset due to system alarm and watchdog computer operating properly expiration. 45 first prime pulses were delivered before the generation of the alarm. No damages or manufacturing defects were observed to have contributed to the 0x10 alarm. The 0x10 alarm is confirmed as the root cause of the reported event. The root cause of the alarm could not be determined.